Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported tooth loss (permanent impairment to body structure) and an invisalign aligner was being used. A UDI could not be provided in this report as this information was not captured in this complaint ticket.

Event description:
The patient reported losign teeth # 14 (upper left 1st molar) and 15 (upper left 2nd molar). It is unknown if the patient required medical intervention to alleviate the reported symptom. It is unknown if the patient was prescribed any medication to alleviate the reported symptom. It is unknown if the treatment has been discontinued or if the patient is still wearing the aligners.